Event description:
During circumcision of (B)(6) baby boy practitioner reported that the gomco was defective. The elevating portion is not compatible; clamp sequestered and taken to sterile processing for review and evaluation. Bleeding of penis occurred.